Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her grandson (the patient) alleging erratic blood glucose levels. The reporter claimed that patient's blood glucose (bg) level had reached over "600 mg/dl." The reporter also claimed that the patient had developed symptoms of nausea, stomach pain, and ketones. Due to the elevated bg level, the patient reportedly administered self-treatment by taking a bolus via the pump and syringe. The subsequent morning, the patient reportedly developed a symptom of shakiness and had a bg level of "56 mg/dl." The patient administered self-care by consuming carbohydrates. No redness, irritation, bumps, swelling, or leakage was observed at the site. Through troubleshooting, air bubbles were observed in the tubing and cartridge. The animas representative involved in this contact determined that there were no defects found with the reported pump. The representative attributed the elevated blood glucose levels to the air in the tubing secondary to using refrigerated insulin. The reporter denied that the patient sought or received any medical intervention because of the alleged issue. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a blood glucose level and symptoms that meet animas' criteria for a serious injury. However, the injury can be attributed to use error since the animas representative noted that the patient's tubing and cartridge had air bubbles related to the use of refrigerated insulin.